Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Customer will not release the device.

Event description:
It was reported that during a sleeve gastrectomy procedure, the device would not open after firing. No other information is available about problem but the caller stated that no patient injury was reported. It is unknown how the case was completed. The device will not be released at this time. On what tissue type was the device used? At what location on the tissue? Unk. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? Unk. If echelon, during which stroke did the event occur? Unk. What color cartridge was being used? Unk. What other color cartridges were used before and after this event? Unk. Was buttressing material utilized? If so, which product? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? If so, when? Unk. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unk. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Unk. Was there any difficulty removing the device from the tissue? Yes.